Manufacturer narrative:
Investigation summary: our quality engineer was able to verify the reported complaint. The customer return five samples and photograph showed the evidences of black and white loose particles inside the syringe as foreign matter. 200 retention samples of lot# 17j1861f had been visually inspected, all samples found in good condition with no foreign matter on needle of syringe. The device history record review found no related complaints. The team analyzed the return sample and found that there are holes on the flow wrap unit pack which seems insects have nibbled these packs and foreign matter got entry through these holes. There are chances that the storage conditions at the distributor / customer end is compromised causing holes in the unit pack and packaging integrity was not intact. The issue is communicated to the country quality team to inspect and further investigate the storage condition at distributor end. The exact root cause could not be identified. Basis of severity and occurrence, it was determined that no corrective action is required.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. Therefore, (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a doctor found foreign particles in two boxes of bd emerald¿ 3ml syringes with needles prior to use. There was no report of exposure, serious injury or medical intervention.